Event description:
Hosp advised that nor-adrenaline was being infused. The nurse went into the pt's room to turn the pt and observed the pump was off. Nurse alleged that no audible alarm sounded. Nurse was unable to restart that pump. There was no pt consequence.